Event description:
Boston scientific received information that this left ventricular (lv), pace/sense lead contributed to high, out-of-range pacing impedance values and an lv lead fracture was suspected so the patient was scheduled for a chest x-ray to assess the lead's integrity. No adverse patient effects were reported and capture remains constant.

Manufacturer narrative:
Due to the patients anatomy structure, another lv lead was unable to be implanted. The fractured lead was then reconnected to the existing device; however, lead function programmed off.

Event description:
During surgical intervention, this lead was confirmed fractured however, unable to be explanted. No adverse effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service and that the patient will be re-examined in one month. When additional information becomes available this event will be updated and an updated report will be submitted.